Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
06 may 2015 - update - rcvd patient information and iop notes, added patient name, gender, dob. Added mental ions and limited range of movement for revision reasons. Added lot number of head along with manu and exp dates.

Event description:
Asr revision scheduled for (B)(6) 2014. Asr xl, left, reason(s) for revision : pain / alval, 2nd part of resurfacing to xl - see (B)(4) for 1st part. (B)(6) 2015 - update - rcvd updated claimsuite, conf with filehandler the dates and reasons for revision for this com - patient has had resurface to xl, xl to xl and cl to unknown hip parts - for first revision part see (B)(4), for 2nd revision see (B)(4). Rcvd confirmation that revision took place on (B)(6) 2015 - amended revision date, implant date, added exp date of cup, added lot number of stem with manu and exp dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.